Event description:
The diagnostic duett pro was deployed following a diagnostic procedure via a 5 f sheath in the right common femoral artery. Following the deployment, the pt experienced a large hematoma. Treatment consisted of manual compression and was successful. There were no further complications.